Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025 . Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025 , the patient developed redness, inflammation/swelling, and an infection at the needle puncture site. He went to a walk-in clinic and a health care provider prescribed an oral antibiotic medication (penicillin, unspecified dosage) and he was advised to monitor the infection and to return back after 48 hours if the issue still persist. The patient mentioned he started the treatment on the same day. On (B)(6) 2025 , the infection did not subside which prompted the patient to return back to the same clinic. The hcp discontinued the penicillin and prescribed a different oral antibiotic medication (doxycycline 100 mg, twice per day) which he confirmed he started on the same day. The patient was advised to go to the emergency room if the symptoms do not subside. On (B)(6) 2025 , the patient developed a golf ball size abscess at the needle puncture site and the infection spread to the back of the arm which prompted him to go to the ER. In the ER, he had an incision and drainage at the sensor insertion site. No testing was performed, and the patient was discharged home on the same day and was advised to continue taking the course of doxycycline medication. At the time of the follow up contact on (B)(6) 2025 , the patient confirmed the infection was still in the healing phase after taking the doxycycline for 10 days. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.